Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer number: 1627487-2022-04451. It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention occurred wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The event of system explant was reported to abbott. The patient just stopped using the device. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.